Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 05/03/2010 by phone. A completed questionnaire was received on 04/06/2010. (B)(4).

Event description:
Adverse event(s): "unexpected postoperative outcome" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. The surgeon reported the pt had a history of dry eye syndrome, pterygium, hypertension, and thyroid disorder (pre-existing). The surgeon reported the pt experienced corneal edema following surgery which resolved, but had cystoid macular edema. In the opinion of the surgeon, the device did not cause or contribute to the event. The surgeon reported the pt's cystoid macular edema was limiting his vision to a bcva of 20/25.